Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after filling them with (B)(4) units of insulin each during the load sequence. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.